Event description:
It was reported that a 500cc mentor smooth round moderate plus profile saline breast prosthesis being used in a breast augmentation revision was found to be deflated during the operation. No adverse event was experienced by the patient. The surgeon used backup devices, and there were no reported patient consequences or procedural delays.

Manufacturer narrative:
Product complaint # (B)(4).